Event description:
It was reported that customer over-programmed amount of insulin to be taken. Customer programmed 300 grams instead of 35 grams. Customer's blood glucose was 294 mg/dl and was treated with glucose tablets. Emt was called for customer as blood glucose continued to drop. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.